Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy when ligating the cystic duct, the trocar was sticking while trying to go in and out. The surgeon stated it felt like the obturator was too big for the cannula while they were trying to take out the trocar. It was noted that the obturator/trocar broke. There was no patient injury.